Manufacturer narrative:
This case was initially received via regulatory authority anvisa, reference number: (B)(4) on 04-feb-2021. The most recent information was received on 08-feb-2021. This spontaneous case describes the occurrence of abdominal pain ('abdominal pain / abdominal colic') in a female patient who had essure (batch no. B02267) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2016, the patient experienced abdominal pain (seriousness criterion medically significant), anxiety ("anxiety"), burning sensation ("burning in legs"), alopecia ("hair loss"), arthralgia ("joint pain"), myalgia ("muscle pain"), dizziness ("dizziness"), headache ("headache"), depression ("depression"), mood altered ("mood alteration"), nausea ("nausea"), swelling ("generalized swelling"), dysmenorrhoea ("menstrual colic"), vaginal haemorrhage ("vaginal haemorrhage"), abdominal distension ("abdominal bloating"), fatigue ("fatigue") and muscular weakness ("muscle weakness") and was found to have weight increased ("weight increased"). The patient was treated with surgery (intervention required). Essure was removed. At the time of the report, the abdominal pain, anxiety, burning sensation, alopecia, arthralgia, myalgia, dizziness, headache, depression, mood altered, nausea, swelling, weight increased, dysmenorrhoea, vaginal haemorrhage, abdominal distension, fatigue and muscular weakness outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, alopecia, anxiety, arthralgia, burning sensation, depression, dizziness, dysmenorrhoea, fatigue, headache, mood altered, muscular weakness, myalgia, nausea, swelling, vaginal haemorrhage and weight increased with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-feb-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (anvisa, reference number: (B)(4)) on 04-feb-2021. This spontaneous case describes the occurrence of abdominal pain ('abdominal pain / abdominal colic') in a female patient who had essure (batch no. B02267) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2016, the patient experienced abdominal pain (seriousness criterion medically significant), anxiety ("anxiety"), burning sensation ("burning in legs"), alopecia ("hair loss"), arthralgia ("joint pain"), myalgia ("muscle pain"), dizziness ("dizziness"), headache ("headache"), depression ("depression"), mood altered ("mood alteration"), nausea ("nausea"), the first episode of swelling ("generalized swelling"), the second episode of swelling ("generalized swelling"), dysmenorrhoea ("menstrual colic"), vaginal haemorrhage ("vaginal haemorrhage"), abdominal distension ("abdominal bloating"), fatigue ("fatigue") and muscular weakness ("muscle weakness") and was found to have weight increased ("weight increased"). The patient was treated with surgery (intervention required). Essure was removed. At the time of the report, the abdominal pain, anxiety, burning sensation, alopecia, arthralgia, myalgia, dizziness, headache, depression, mood altered, nausea, weight increased, the last episode of swelling, dysmenorrhoea, vaginal haemorrhage, abdominal distension, fatigue and muscular weakness outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, alopecia, anxiety, arthralgia, burning sensation, depression, dizziness, dysmenorrhoea, fatigue, headache, mood altered, muscular weakness, myalgia, nausea, vaginal haemorrhage, weight increased, the first episode of swelling and the second episode of swelling with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.